Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a general (unspecified) surgery procedure on (B)(6) 2021. The intended procedure completed successfully as they had another similar camera head. A minor extension in the procedure due to the camera changing. No adverse outcome to the patient. The device was not inspected prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the reported event. Section e2-e3 remain unknown.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The service center (oci) was informed by the user facility that an asset high definition autoclavable camera head had a "black image" during an unspecified procedure. No patient injury or harm was reported to olympus. The device was returned to the service center.